Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: visual inspection revealed that the battery compartment was cracked starting at the threads above the bumper pad travelling down-left towards the side of the pump. A second battery compartment crack was observed at the case seal extending up to the first battery compartment crack. Returned battery cap threads were damaged; however, the cap was able to be secured to the pump to complete the investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.